Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing multiple high blood glucose. The customer had experienced a high blood glucose level of 553 mg/dl. The customer's current blood glucose level was 363 mg/dl. The customer treated their high blood glucose with bolus and corrections from the insulin pump. Troubleshooting was performed and it was found that the infusion set's cannula was bent. The customer declined to continue the troubleshooting for the insulin pump. The customer was advised to return the infusion set. They will be sent a replacement. The device will not return for analysis.